Manufacturer narrative:
Product ID, 39286-30 lot# serial# (B)(4), implanted: 2009 (B)(6), product type lead product ID, 37752 lot# serial# (B)(4), product type recharger product ID, 37743 lot# serial# (B)(4), product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), product type extension. (B)(4).

Event description:
Additional information received reported no interventions had been taken. The patient was still receiving effective therapy. It was noted his recharge interval was still depleted but the device was functioning sufficiently. Additional review determined the following information [it was reported that there was a power on reset (por) condition. The error code was 0400, which indicates a parity error. It was reported that the por 0x400 parity error occurred when the patient was at the airport security check point.] Was previously reported in manufacturer report # 3004209178-2012-08765; any additional information received will be reported in manufacturer report # 3004209178-2012-08765.

Event description:
It was reported that there was a power on reset (por) condition. The error code was 0400, which indicates a parity error. It was reported that the por 0x400 parity error occurred when the patient was at the airport security check point. It was also reported that the recharge interval recently went form one month to one week. The patient did have an incident where a book hit him really hard near the implantable neurostimulator (ins), and the patient said that the recharge issue started after the ins was hit with the book. Reporter stated that the impedances were normal. A possible intermittent connection issue was suspected. Additional information had been requested but was not available at the date of this report.